Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was able to be confirmed. The reported kink was unable to be confirmed. The reported entrapment was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: quick cross; connect. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion located in the proximal popliteal artery. A 6f sheath was advanced in the mid superior femoral artery (sfa) and a non-abbott guide wire was advanced across the mid sfa. Then another non-abbott guide wire advanced and crossed both lesions. The first non-abbott guide wire advanced in the proximal cap of the popliteal artery, but could not cross the occlusion. A command 018 st guide wire was used instead and was able to cross the occluded artery. An attempt was made to continue crossing the other previously advanced non-abbott wire using a torquing device when the command guide wire started to bow due to the calcification. When trying to remove the guide wire, the tip became stuck in the total occlusion and separated. The remainder of the wire was removed, but the tip will remain stuck in the calcium. The target lesion was treated with an unspecified stent and an unspecified armada balloon catheter to complete the procedure. No additional information was provided.